Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became depleted and stopped communicating with external devices. A company manufacturer met with the patient and confirmed that the patient was inoperable and was sending the "replace generator" message. It is unknown whether the ipg depleted prematurely. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Corrected data: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.